Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. The cause of the out of range impedance measurements was not determined, a secure lead/device connection was confirmed. The lead was surgically abandoned and replaced. The device remains in service with the newly implanted lead. No additional adverse patient effects were reported.

Manufacturer narrative:
A lead replacement procedure was being planned. At this time, records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Review of device data found shock impedance measurements were in the 100 - 110 ohm range for a few months prior to the observed out of range measurement. No adverse patient effects were reported.